Manufacturer narrative:
Clarification to b5 description of the event and g3 aware date of the initial medwatch: the reported events of "rupture" and "seroma" did not occur to this device, and have instead been reported in mrn 9617229-2024-21498. There was no reportable information received against the right side device at the time the initial medwatch was submitted. The information received for this medwatch with aware date 25/oct/2024 is the first instance of reportable complaints against the right side device. The events of "capsular contracture" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture baker grade unknown; "small amount of implant fluid".

Event description:
Healthcare professional reported right side "implants are slightly wavy", "small amount of implant fluid", "internal pain, body inflammation", and "slight deformation and elevation compared to the contralateral breast, which may correspond to signs of capsular contracture" baker grade unknown diagnosed via ultrasound. Healthcare professional also reported "small simple scattered cysts", which is not device related. The device remains implanted.

Event description:
Healthcare professional reported right side "rupture," ¿slightly wavy edges,¿ and ¿seroma." Healthcare professional also reported "small simple scattered cysts" which is not device related. The device remains implanted.

Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma, wrinkling, cysts-ndr.